Event description:
Lead analysis was performed. Continuity checks of the returned lead portion were performed, during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion. Note that a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, and therefore an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a full system replacement. The explanted devices have not been received to date. Per the physician, system diagnostics were only performed in the seated position due to patient limited mobility. The cause of the low impedance is unknown, but was noted to possibly be related to a previous fall. No additional relevant information has been received to date.

Event description:
The explanted devices were received for product analysis. Product analysis is being performed. No additional relevant information has been received to date.

Manufacturer narrative:
D10. Device available for evaluation - correction - the explanted devices were received on 10/28/2020 prior to submission of supplemental #1 MDR and was not included in the report.

Event description:
Clinic notes were received and it was reported that the patient was interrogated to have low lead impedance battery life was at neos. It was noted that the patient had a fall and was stated to possibly have caused the event. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Generator analysis was performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Lead product analysis is being performed. No additional relevant information has been received to date.